Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, low tidal volume was confirmed. The in-line filter and proportional value (aecm) have been replaced to resolve the issue.